Event description:
A report was received that a patient is experiencing discomfort at the implant site and is tender to the touch. The ipg was explanted and a new ipg was implanted per physician's preference. The patient is reportedly doing fine following the revision.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.